Event description:
It was reported that there was fluid loss from the inflatable penile prosthesis (ipp) reservoir. The ipp device was revised. There were no patient complications.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device would not cycle. It was found that there was fluid loss from the reservoir. The ipp device was explanted, and a new device was implanted. There were no patient complications.